Event description:
It was reported that a large volume infusor was damaged and contained fluid in its overpouch. The device had been filled with flucloxacillin. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 24, 2014 to february 25, 2014. Evaluation summary: the sample was not available for evaluation; however, the customer did provide a photograph of the sample. A photographic inspection was performed. No damage, malfunction or abnormalities were identified during the photographic inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.